Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not felt like the pump was addressing his pain and had decided to self-medicate with methamphetamines. As a result the healthcare professional (hcp) decided to empty the patient's pump, stop the pump, and release the patient from care.

Event description:
It was reported the patient reported to the emergency room (ER) with oversedation. Additional symptoms of altered mental status and overdose symptoms specifically oversedation were noted. The pump was placed at minimum rate and the patient was admitted to the hospital overnight ((B)(6) 2015). The patient was asked to provide a urine drug screen (uds) and did not "provide correct specimen". The patient reported use of illicit drugs to the healthcare staff. The patient was discharged on (B)(6) 2015 and the pump was left at minimum rate. The patient was not receiving effective therapy. The pump was used to deliver dilaudid and bupivacaine. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).